Event description:
The report received from the affiliate indicated that during a coil embolization, the physician used an orbit mini complex fill 3x6 coil and thought that the coil did not match the aneurysm and then attempted to withdraw the device but could not re-sheath. After trying for some time, the physician finally withdrew the device without re-sheathing. The physician then used a trufill 4 x 7 coil along with other coils to complete the procedure successfully. There was no reported patient injury. The procedure was elective. No target lesion/aneurysm measurements, or patient information was available. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional product issues were noted upon inspection of the device after removal. Based on the findings noted during inspection/analysis, the coil was noted to be kinked/bent.

Manufacturer narrative:
The product was returned for inspection. When using the 3x6 orbit mini complex fill it was thought that the coil did not match the aneurysm; so it was pulled back; however, it could not be re-sheathed. After several times of unsuccessful re-sheathing, the coil was removed from the patient without resheathing. A 4x7 trufill coil was then used for the first coil followed by other coils to successfully complete the procedure. The returned coil was noted to be kinked. The product was returned for inspection. One non-sterile trufill dcs orbit was received coiled in a plastic bag, the hypotube was found bent, also an opening was found over the introducer slip no other anomalies were noted. The distal section of support coil, gripper and embolic coil were found outside the introducer. The embolic coil and introducer were inspected under the microscope and embolic coil was found kinked while gripper presented no damage. Functional testing for re-zipping (re-sheathing) was performed but the coil introducer could not be completely zipped because zipper got stuck on the opening found on introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to re-zip (re-sheath) the introducer was confirmed. With functional testing it was due to the damages on the introducer. The analysis and the DHR review found no indication of any device manufacturing defect or anomaly that could contribute to the event as reported. Additionally, if the noted damage on the returned introducer had been present prior to use, it would likely have prevented unzipping of the device during the initial insertion into the microcatheter. Although definitive conclusion can be made regarding the kinked condition of the coil, because the coil was not able to be re-sheathed by the introducer and was therefore exposed post procedure after removal from the patient, it is likely that the kinked condition occurred post procedural use. The cause of the reported event and damages found on the unit cannot be conclusively determined; however, it is possible that procedural factors or handling may have contributed. The device records indicate that the product met specification; additionally inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective actions will be taken at this time. Please note that this is the initial/final report for this device.